Manufacturer narrative:
The device was not returned to olympus for evaluation. Removing the pigtail adapter resolved the error code. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had scope not supported error (e315). The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
The issue was found during room set up, and fixed before next case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code e315 (incompatible scope) occurred because an incorrect scope was connected. Olympus will continue to monitor field performance for this device.